Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to adjust the way they pressed the button, but the issue persisted. Customer reverted to an alternate method of insulin therapy.